Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 43mm saccular abdominal aortic aneurysm. It was reported that during the index procedure, the physician experienced difficulty cannulating the contralateral side of the bifurcate, which was on the patient's left and at the side of the saccular aneurysm. It was said the physician decided to then snare and retrieve the guidewire from the gate, when the remainder of the mainbody stent graft deployed, it pushed through the gate and it to the saccular aneurysm. As a result a the physician implanted a aui stent graft, performed a fem-fem bypass and coil embolized the left common iliac artery. As per the physician the cause of the event was anatomy and noted the saccular aneurysm and small distal aorta. No additional clinical sequelae were provided and the patient is fine.